Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, max charge time limit reached was observed. A capacitor maintenance was performed and the charge time was in-range. No previous instances of charge times exceeding the limit was observed. Another capacitor maintenance was performed 2 days later and the charge time was in-range again as well. The patient was enrolled on remote transmission, and will continue to be monitored normally.

Event description:
New information received indicates that another alert for charge time limit reached was observed through remote transmission. The device was explanted and replaced.

Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were removed and replaced with known good hv capacitors. The device was tested on the bench and no anomalies were found. The original hv capacitors were sent to the manufacturing site for further evaluation and anomalous hv capacitors were found. The cause of the charge timeout was anomalous hv capacitors.